Manufacturer narrative:
Event problem: device (B)(4) no code available = stenosis evaluation: method (B)(4) other = evaluation anticipated, but not yet begun. Conclusion (B)(4) = evaluation anticipated, but not yet begun. Additional manufacturer narrative: the device history record (DHR) review was completed and confirms that this device passed all manufacturing and sterilization inspections. The device evaluation and final analysis of this event will be reported once completed.

Manufacturer narrative:
Correction: remove data reported in the initial MDR.

Manufacturer narrative:
Corrected manufacturing date to 12/19/2007. Evaluation method: x-ray. Evaluation summary: as received, heavy vegetation is evident at the valve orifice which led to stenosis. A cut out in the tissue of leaflet 1 is noted along the free margin. Heavy host tissue overgrowth is noted at the stent inflow and the stent outflow. The wireform is exposed at all three leaflets, most likely due to cuts in the sewing fabric at explant. No inconsistencies detected in the x-ray as the wireform is intact. The valve was sent to research and development for histology analysis. Research and development completed the histology analysis and concluded with the following: "this valve was reportedly explanted after approximately 3 years due to aortic stenosis. A massive thrombotic mass was observed at the center of the valve attached to the inflow side of the leaflets that appears primarily responsible for the aortic stenosis. Only one area of leaflet 2 is confirmed to have mild tissue calcification. No substantial tissue calcification is evident in the rest of specimens examined by xray imaging or histology. Moderate fibrotic host tissue (pannus) growth is observed on both the inflow and outflow aspects of the bioprosthesis, which may have contributed to the aortic stenosis. Thrombosis in bioprosthetic heart valves is a rare incident. Substantial thrombotic material on the inflow side of the valve as observed in this particular explant is extremely rare. Considering the implantation duration of the valve and the lack of direct evidence of any specific factors that might trigger the thrombosis, the root cause for the thrombosis for this particular valve cannot be determined at this time."

Event description:
It was reported that an edwards valve was explanted after an implant duration of approximately 3 years. Operative report indicates "the patient had extensive scarring of the ascending aorta. Exposure of the old valve was quite difficult as it was very well incorporated with pannus. The patient had pinkish fleshly appearing tissue which was adherent to all the leaflets of the aortic valve resulting in a severe stenosis. The valve leaflets themselves were mildly calcific and in one area torn in the non coronary cusps for a very short distance."